Event description:
The customer reported that black fragments from the scope broke off inside the patient during a cystoscopy with turbt, bladder tumor removal, and stone extraction involving an olympus rigid endoscope sheath. The customer did not provide a suspected cause. All the pieces were removed from the patient, and there was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.